Event description:
Deformed left and right allergan abbvie natrelle inspira softtouch breast implants style ssm-345 resulting in an explant surgery to remove the defective implants. Original implant surgery 2018. Explanted on (B)(6) 2024 after experiencing significant pain in both breast. Fatigue, anxiety and joint pain associated with the defective implants. Reference report: #mw5157286.